Event description:
At the conclusion of a robotic-assisted hysterectomy with lymph node dissection, the bovie pad was removed from the patient's right thigh, and a small burn was noted on the patient's skin at the edge of the where the bovie pad was placed. (Conmed surefit dispersive electrode).